Event description:
Additional information stated the patient¿s implantable neurostimulator (ins) and extensions were explanted due to infection at the pocket site. It was stated an antibiotic treatment was necessary and the date of onset and organism was unknown. It was noted the extension were cut at a mid-point in the neck so the portion connected to the existing leads remained intact. The proximal portions of the extensions were removed. It was reported the patient had symptoms of drainage, incisional wound opening, redness and swelling at their device pocket location. The patient's status was reported as no injury or adverse event

Event description:
It was reported that the implantable neurostimulator (ins) was removed, cleaned, then re-implanted. It was stated that the patient ¿developed an open corner¿ on the bottom left hand side of the pocket a couple of weeks ago. It was further stated that the healthcare provider was concerned about infection, but cultures came back negative. It was added that a peripherally placed central catheter (pic line) was placed. It was noted that the patient was to have the stitches removed thursday. The patient was reportedly on antibiotics twice per day. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v290361, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v265979, implanted: (B)(6) 2009, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot# v290361, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot# v265979, implanted: (B)(6) 2009, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).